Manufacturer narrative:
Concomitant medical products: (2)2420-0007;syr tube; 250 ml exacta mix infusion bag (lot 1183562 exp 2019-09-30), 100 ml hospira infusion bag (lot 170400112m exp 05-10-2017); therapy date (B)(6) 2017. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a channel error alarm was confirmed. Review of the pcu error log shows that there were four channel error 240.4150.0 events between 5:52 pm and 7:56 pm on (B)(6) 2017. Prior to the first channel error, the pump was programmed for fentanyl at 5:12 pm. After the first 3 channel errors the infusions were restored and the pump was started; following the fourth event, the user channeled off the pump at 8:07 pm. Testing indicated that the bottle side pressure sensor was intermittently producing railed output voltage of 4.96 volts. Replacement of the sensor with a good known component rectified the issue, indicating a failed pressure sensor component. The cause of the channel error was a faulty bottle side pressure sensor. The cause of the failed sensor is likely related to a faulty internal sensor circuit.

Event description:
The customer reported that during an infusion of fentanyl citrate (1,500 mcg/100 ml), in the nicu profile, a channel error alarm occurred. No patient harm was reported. Also infusing at the time of the event was a tpn 250 ml bag containing amino acids 3%, dextrose 10% with calcium and heparin in sterile water.